Event description:
It was reported when the device was used during an unknown procedure, the staples were not formed. A new device as used to complete the case. The or time was extended 1.5 hours. There was no other pt consequence.